Manufacturer narrative:
Analysis was unable to prime during prime/ compromised force sensor alarm test and motor error alarmed during occlusion test due to moisture damage noted in force sensor resistor. The insulin pump had moisture damage also noted on motor assy. There was also a missing end cap sticker noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 140 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.